Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. There were no traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump passed rewind, prime/a33 test, excessive no delivery test and displacement test. However, the insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor (gold). The motor was tested outside the device and passed. The insulin pump was received with missing end cap sticker and with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage, unresponsive keypad and alarmed button error. The customer's blood glucose reading was 130 mg/dl. The customer stated the insulin pump was exposed to perspiration. She stated the keypad was unresponsive. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced.